Event description:
The customer called the 1-800 line, reporting she obtained low readings when using the ear thermometer on her son. She had been monitoring him for two days, obtaining readings that typically ranged from 96-98 f, with one reading of 94 f. The morning he seized, she used the thermometer in the infant/toddler mode and obtained a reading of "98-something." Because she thought her son's temperature was higher that that, she gave him tylenol. Soon after, he seized. The paramedics were called in the house, arriving about a half hour after the temperature reading was taken. The paramedics used their own thermometer and obtained a reading of 106 f. The parmedics tried using her home unit, and also believed the reading was low. The paramedics administered an antipyretic, because the child had thrown up the tylenol. The child was taken to the hosp, where a reading of 100 f was obtained. Blood was drawn, but no diangosis was made. The customer thought something was "going around," because her two other children were getting sick too. A new unit was advanced replaced at no charge.